Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aux enhanced half-height drawer 3.1 failed to be detected by the bus. The field service engineer reseated all cables on both the 3.1 and 3.2 drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using then bd pyxis¿ medstation¿ es auxiliary, half height drawer 3.1 failed to be detected by bus and unable to open the customer reported that the malfunction occurred during medication dispensing process and they managed to get the medication from pharmacy. There were no adverse events or injuries reported based on this incident.